Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. Device received with normal operating currents. Device also received with cracked case(battery tube), cracked battery tube threads and faded serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer's blood glucose level was 217 mg/dl at the time of the incident. The customer stated that the battery was not previously used. The customer informed that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised that they could continue to wear the insulin pump until replacement arrives if they insert a new battery. The customer stated that the sticker on the back of the pump where the serial number is found was already faded. The device will be returned for analysis.